Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the reported complaint, strobing from the illuminator. Upon visual inspection, fa noted dusty fans and the front panel was discolored. Fa installed the illuminator on an in-house printed circuit assembly (pca) test system, and it failed due to strobing/flickering lights.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotics coordinator (roco) contacted an intuitive surgical, inc. (Isi) field service engineer (fse) to report that there was a strobing effect on the illuminator. The customer replaced the bulb, but the issue persisted. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.